Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was further reported that the patient presented to the emergency room after hearing the lead integrity alert (lia) and experiencing dizziness. Interrogation of the device noted t-wave oversensing (twos) and undersensing. The right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.